Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced infection, erosion of tissue, discharge, dyspareunia, abdominal bloating, fatigue, the pt reported delayed treatment of a serious infection and delayed removal of the sling exacerbated complications including destruction of healthy tissue and loss of bone integrity. The pt reported undergoing a second surgical procedure. It is unk what surgery was performed or medical treatment was provided. It is unk if the device remains in the pt. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.